Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
A review of the manufacturer's database shows the ipg was removed and replaced (B)(4) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient states she has not received stimulation nor recharged her ipg is approximately four months. Surgical intervention may be pending to address this issue.